Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the air balloon did not hold pressure even after several tests and recalibration, which lead to air leakage and bronchoaspiration of subglottic and oral secretions. There was prolongation of hospitalization due to poor ventilation and bronchoaspiration. The event extended hospitalization.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A visual inspection was performed, and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed, and no issues were observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.